Manufacturer narrative:
Pump had blank display due to faulty component on the interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test or verify unexpected restart error alarm due to blank display. Pump received with minor scratched display window, cracked display window, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart alarm. The customer¿s blood glucose level was 151 mg/dl. The customer stated that problem having with pump and pump was off when took pump out of pocket, has done 2 battery changes but nothing then got it up and got a unexpected restart alarm. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal pump use. The insulin pump will be returned for analysis.